Manufacturer narrative:
This report is submitted on december 7, 2021.

Event description:
It was reported the patient experienced poor sound quality and performance with the device. The device was explanted on (B)(6) 2021. The patient has been reimplanted with a new device on the same date.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 26, 2022.